Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent capture on a holter monitor. The patient had autocapture on but no back-up pulses were seen on the holter monitor. The autocapture did not diagnose loss of capture correctly. The device was programmed to pace and sense in bipolar mode. No patient symptoms were reported. The device was successfully reprogrammed. The patient will continue to be monitored.